Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular lead were explanted as a preventative measure due to cellulitis in the patient's right leg. Cultures taken from the leg were positive. Vegetation was also noted in the valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.